Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient received fiducial markers during the same procedure. The computed tomography (CT) scan was reviewed, and it showed a possible rectal wall infiltration. The simulation was performed on (B)(6) 2022. After 6 fractions, the patient had a small volume of blood on the tissue. The rectal bleeding resolved after 2 days. Between the 6 and 7 fraction, the cone beam computed tomography (cbct) was reviewed and showed the spaceoar vue gel was no longer there. There was an air pocket where the gel had previously been, indicating a fistula. Radiation therapy was stopped at 16 gy, after 8 fractions. The patient received a proctoscopy one week prior to (B)(6) 2022, and has a 1 cm hole in the anterior rectal wall where the gel used to be. It was noted, the gel most likely eroded into an ulceration, allowing the spaceoar vue to escape into the rectum lumen and pass out. The patient will receive cybeknife treatment to "dose paint a flame style simultaneous integrated boost away from the rectum". The patient was said to be fine and is expected to fully recovered. The patient will wait 3 to six months before receiving radiation treatment.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.